Manufacturer narrative:
A2-4: patient information was requested but has not yet been provided. B3: event date was estimated. G3: it is unknown which device the patient was implanted with at the time of the event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an issue with their mobile power unit (mpu).

Event description:
Additional information was received that during preventative maintenance, the mobile power unit (mpu) only showed the power on light. No beeps or signals were noted. The self-test was unable to be completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mpu not properly passing the self-test upon being powered on was not confirmed. The mpu (serial number (B)(6) was not returned for analysis, and no log files were associated with the reported event. Per additional information, the patient was supplied a new mpu on (B)(6) 2023. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and qa specifications. The unit was shipped to the customer on 05jul2017. The heartmate 3 instructions for use (rev. C, section 3 ¿powering the system¿) displays how the mpu¿s power-on self-test is performed. ¿when initially connected to power, the mobile power unit automatically performs a self-test during which the green ¿power on¿ light turns on. The yellow wrench and the replace mobile power unit battery lights flash and the mobile power unit beeps twice. After the self-test is completed, the green "power on" light remains illuminated.¿ if this behavior is not observed, users are instructed to contact abbott for assistance. The heartmate 3 patient handbook (rev. D, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.